Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The patient had surgery at 8am on one day and returned to surgery at 1am on the next day for an exploratory laparoscopy. The exploratory surgery revealed that the clip had come off. The patient's current condition is unknown but the patient has been discharged from the hospital.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The patient had surgery at 8am on one day and returned to surgery at 1am on the next day for an exploratory laparoscopy. The exploratory surgery revealed that the clip had come off. The patient's current condition is unknown but the patient has been discharged from the hospital.